Event description:
Dealer states the customer moved and whoever moved their chair had the locking gas cylinders come out of alignment. After adjusting it won't drive level and dealer wanted to replace the cylinders.